Manufacturer narrative:
(B)(4) - wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a closure of a laceration above the left eye on (B)(6) 2010. Steri-strips were applied to each end of the laceration and topical skin adhesive was applied to the middle of the laceration. As the pt was leaving the emergency room, bleeding occurred. The physician dabbed the wound and may have applied more topical skin adhesive to the bleeding site. Currently, it was reported by the pt's mother that the wound is "gapping open about 1/4 inch in some areas".